Event description:
It was reported that the leading edge of the catheter was sheared off of the rx biliary stent delivery device during an ercp (endoscopic retrograde cholangiopancreatography) with stent placement procedure. The procedure was intended for placement of three stents in the common bile duct. The first two stents were placed successfully. The third stent was also placed successfully; however, upon deployment of the third stent, the lead edge of the delivery system catheter sheared off and remained inside the stent until the physician removed it. The leading edge of the catheter was partially "stuck" in the stent and was retrieved using the scope. There were no patient injuries and all three stents remain implanted. The pt was reported to be fine post procedure.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.